Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had impedances and that the ipg was moving in the pocket. It was reported that the patient had twiddler's syndrome resulting in the extensions becoming twisted. As such, the extensions and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.